Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima ii¿ IV catheter had a leak at the tubing near clamp.

Manufacturer narrative:
A device history review was conducted for lot number 8017138 our records show the reported lot was manufactured in january of 2018, and it was determined that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our review of the returned device determined that, based upon the damage observed in the extension tubing, that the most likely root cause is related to a broken pin, which is responsible for the joining of the tubing with the catheter adapter. We have addressed this issue through the optimization and replacement of the broken component, replacing the metal component with teflon.

Event description:
It was reported that during use of the bd intima ii IV catheter had a leak at the tubing near clamp.